Event description:
It was reported that the maxium pedal didn't work on the footswitch. The customer had a black footswitch cable. No pt consequence was reported. The case was completed without another generator and footswitch. No other info was provided. The footswitch willbe returned.